Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, we presume that the user aware of recommended timing for replacement of water filters. The event may have occurred by time management mistake. We could not conclusively specify root cause of the event. The event is detectable/preventable by handling the equipment in accordance with the following IFU. Oer-4 operation manual. Chapter 7 routine maintenance. 7.2 replacing the water filter (maj-2318). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had the water filters not replaced since august 2022. The issue occurred during reprocessing. There were no reports of patient harm.